Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The customer reported problem of occlusion alarm was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. A service history review revealed no previous service events were related to the reported condition.